Manufacturer narrative:
Additional information: section d4 (serial no) & (UDI) were updated based on the returned product. Section d4 (device expiry date) & h4 (device mfg date) were updated based on the returned product download. Sensor (B)(6) was returned and investigated. Performed a visual inspection on the returned sensor patch and no issues were observed. Data was extracted using approved software, and extraction was successful. Watermark was not observed at the sensor base indicating the sensor tail was not properly inserted. The sensor data was reviewed and concluded that the sensor terminated within the first 6 hours of its life, and the low life count suggests the sensor tail was not properly inserted into the customers arm at time of application. Therefore, this issue is not confirmed due to tail not properly inserted. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release.

Manufacturer narrative:
Additional investigation was performed on sensor 0e0ckyq3d. Performed a visual inspection on the returned sensor patch and no issues were observed. Data was extracted using approved software, and extraction was successful. Sensor state 7 with event code 227, 224 & 11 and sensor state 8 with event code 9 is an indication that the sensor had terminated due to an error recognized by the sensor. This is not an indication of product non-conformance as the data is consistent with a failed insertion of the sensor tail with the sensor patch being removed from the body. As a result, the sensor had recognized its removal and had terminated in which the sensor was working as intended. Sensor terminated within the first 6 hours of the sensors life. No ring of blood at the base of the sensor tail coupled with the low life count is an indication that the sensor tail was not properly inserted into the customers arm at time of application. Therefore, issue is not confirmed due to tail not properly inserted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the adc device, and the customer was unable to obtain readings. As a result, the customer experienced symptoms described as "dizziness, headache," and was unable to self-treat, requiring a third-party treatment of juice and chocolate. There was no report of death or permanent impairment associated with this event.

Event description:
A "replace sensor" error message was reported with the adc device, and the customer was unable to obtain readings. As a result, the customer experienced symptoms described as "dizziness, headache," and was unable to self-treat, requiring a third-party treatment of juice and chocolate. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.